Event description:
The reporter states that the customer could not test on the accu-chek aviva meter due to an "error/code exp" on the display. She dosed herself with insulin. Six hours later she passed out. She was treated with "sugar water" by the paramedics. The customer was tested at the hospital and her blood glucose level was 33mg/dl or 34mg/dl on the professional meter. She received IV therapy by the hospital staff. The "error/code exp" issue was not resolved during troubleshooting with the accu-chek customer care agent. New system sent to the customer and return requested.